Event description:
Patient was treated at hospital for hyperglycemia. Patient noted increasing blood glucose values and discovered patient had not correctly set basal delivery rates and patient's insulin was cloudy and clumpy. Patient re-educated on proper technique. User error caused event. Pump not being returned for evaluation.